Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the blower motor were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibility and visually alarm, as designed.